Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that the patient's implant battery would not charge and their battery was totally dead. It was noted that the patient did not have their equipment with them to troubleshoot and would call back. It was later reported that the patient saw screen 16, "no device found" when they were assisted with a charging session. The patient stated that no one ever taught them how to use their equipment after implant and stated "this is terrible" in reference to recharging their implant. The patient was assisted and information was reviewed. The patient reported that they were able to start a charge session with excellent quality. The patient stated that they did not have a recharging cord for their controller and a device replacement request was sent. No symptoms were reported. No further complications were reported. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical product: product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that the patient's implant battery would not charge and their battery was totally dead. It was noted that the patient did not have their equipment with them to troubleshoot and would call back. It was later reported that the patient saw screen 16, "no device found" when they were assisted with a charging session. The patient stated that no one ever taught them how to use their equipment after implant and stated "this is terrible" in reference to recharging their implant. The patient was assisted and information was reviewed. The patient reported that they were able to start a charge session with excellent quality. The patient stated that they did not have a recharging cord for their controller and a device replacement request was sent. No symptoms were reported. No further complications were reported.